Event description:
It was reported that the patient suffered a pneumothorax during implant and a mini chest tube was placed. Post-implant, the right ventricular (rv) lead was found to have variable sensing and increased thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).